Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. No motor error alarm. Motor passed motor test. Unable to perform the excessive no delivery alarm due to prime anomaly. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip. No moisture damage electronic assembly.

Event description:
Customer's mother reported that the insulin pump had alarmed for a motor error during a bolus. She stated that the customer had gone into the lake while wearing the insulin pump and that the buttons became unresponsive. She also reported a crack on the screen. The blood glucose reading was 390 mg/dl. Customer was treated with a manual injection. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She stated that she was able to complete the rewind sequence. She also reported a no delivery alarm that had been resolved with a complete set change. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.